Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, no additional information regarding this event is available.

Event description:
It was reported a set leaked during patient use. No additional information is available.